Event description:
Complainant alleged that the clinicians were attempting to defibrillate a patient but the device would not discharge. The device was attached to the patient using multi-function electrodes and multi-function cable. The clinicians obtained another device and successfully defibrillated the patient. The complainant indicated that there was no adverse effect on the patient as a result of the reported malfunction.